Event description:
Reportable based on device analysis completed on 12-sep-2018. It was reported that balloon inflation failure occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 2.75mm x 8mm quantum maverick balloon catheter was advanced for dilation. However, the balloon was unable to be dilated by encore inflation device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 88mm from the hub. Microscopic examination revealed a pinhole sized tear 11mm from the tip. Further examination revealed the tip and exit hub is damaged. The balloon is loosely folded and there is blood present in the shaft and in the balloon. Inspection of the remainder of the device presented no other damage or irregularities. The complaint investigation conclusion code is: adverse event related to procedure.